Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient was discharged from the hospital. The patient outcome was reported as "there was no peritonitis occurred after the patient release at home". Action taken with physioneal therapy was not reported. No additional information was available.